Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernias. It was reported that after implant, the patient experienced infection, adhesions, mesh contraction, bowel perforation, bladder perforation resulting in tumor in bladder, high grade dysplasia, inflammation, erythema, induration, pocket of fluid, mesh floating freely, scar tissue, significant pain in right groin, and hypertrophic granulation tissue. Post-operative patient treatment included revision surgery, lap excision of inguinal hernia mesh, removal of mesh, cystourethroscopy, cystectomy, take down of adhesions, bladder dissected free, and multiple medications.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of bilateral inguinal hernias. It was reported that after implant, the patient experienced infection, adhesions, mesh contraction, bowel perforation, bladder perforation resulting in tumor in bladder, high grade dysplasia, inflammation, erythema, induration, pocket of fluid, scar tissue, significant pain in right groin, hypertrophic granulation tissue, mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, hernia recurrence, and mesh migration. Post-operative patient treatment included revision surgery, laparoscopic excision of inguinal hernia mesh, removal of mesh, cystourethroscopy, cystectomy, take down of adhesions, bladder dissected free, and multiple medications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernias. It was reported that after implant, the patient experienced infection, adhesions, mesh contraction, bowel perforation, bladder perforation resulting in tumor in bladder, high grade dysplasia, inflammation, erythema, induration, pocket of fluid, scar tissue, significant pain in right groin, hypertrophic granulation tissue, mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, hernia recurrence, hematoma, allergic reaction, decreased ability for activities, mesh migration. Post-operative patient treatment included revision surgery, lap excision of inguinal hernia mesh, removal of mesh, cystourethroscopy, cystectomy, take down of adhesions, bladder dissected free, and multiple medications. Relevant tests/lab data: 15sep2014: per op note, bladder mass biopsied found to be consistent with high-grade dysplasia. Continued to be present concern for malignancy vs possible inflammatory change from bladder involvement of hernia mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernias. It was reported that after implant, the patient experienced infection, adhesions, mesh contraction, bowel perforation, bladder perforation resulting in tumor in bladder, high grade dysplasia, inflammation, involvement of mesh, erythema, induration, pocket of fluid, scar tissue, significant pain in right groin, hypertrophic granulation tissue, mental pain, pain/suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, hernia recurrence, hematoma, allergic reaction, decreased ability for activities, mesh migration, decreased quality of life. Post-operative patient treatment included revision surgery, lap excision of inguinal hernia mesh, removal of mesh, cystourethroscopy, cystectomy, biopsy, take down of adhesions, bladder dissected free, and multiple medications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernias. It was reported that after implant, the patient experienced infection, adhesions, mesh contraction, bowel perforation, bladder perforation resulting in tumor in bladder, inflammation, erythema, induration, pocket of fluid, mesh floating freely, and scar tissue. Post-operative patient treatment included revision surgery, removal of mesh, cystourethroscopy, cystectomy, take down of adhesions, and bladder dissected free.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was not - available, no op report. The procedure performed was the patient underwent left inguinal hernia repair, laparoscopic, with mesh. Other relevant history: claimant has had a infection; adhesion; mesh contraction; bowel perforation; bladder perforation resulting in tumor in bladder; revision surgery; surgery to remove mesh.